Manufacturer narrative:
(B)(4). Approximate age of device ¿ 18 days. (B)(4). A correlation between the device and the reported event could not be conclusively determined. Right heart failure, sepsis, and bleeding are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient experienced multiple post-operative complications that led to the family choosing to withdraw care. The patient expired on (B)(6) 2015. The causes of expiration provided included right ventricular failure, sepsis, gastrointestinal bleeding and shock. It was reported that the patient was not discharged post implant. No further information was provided.